Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left bundle branch (lbb) right ventricular (rv) lead exhibited high thresholds. During the replacement procedure for this lead the right atrial (ra) lead was dislodged . When the replacement leads were connected to the implantable pulse generator (ipg) noise was seen on both channels. The two new leads were tested with the analyzer and gave satisfactory parameters. After a toug test and proper venting of the set screws, the issue did not resolve. The ipg system was removed and replaced. No patient complications have been reported as a result of this event.